Event description:
A pt reported low inaccurate results with a one touch meter. Pt has been using the ot meter for 2 years. On event date, patient felt "funny", no details given. Pt's blood glucose was 26mg/dl on ot meter. Pt ate ice cream and 2 hours later their blood glucose was 31 mg/dl on ot meter. Per their physician's advice, pt went to ER. Pt's blood glucose was 137mg/dl per hospital meter and laboratory test. Pt was treated with a "shot" of cortisone because of their asthma. Pt has not reported any adverse events related to the ot meter. No further information has been reported.